Event description:
It was reported to boston scientific corporation that an unknown urological guidewire was used during an unknown procedure on an unknown date. (Patient age, gender, and weight unknown) according to the complainant, the guidewire coating detached inside the patient. The piece of coating was successfully retrieved. The procedure outcome is unknown. No patient injuries or complications were reported. The patient condition was reported to be "fine" at the conclusion of the procedure. Multiple attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4): a visual evaluation of the returned ureteral catheter found the device was peeled down the side of the working length. From the location and type of damage it appears that during preparation or use the device came into contact with another device (most likely the scope) which caused the catheter to be peeled. The most probable root cause for this event is determined to be "operational context."

Event description:
It was reported to boston scientific corporation that an unknown urological guidewire was used during an unknown procedure on an unknown date. (Patient age, gender, and weight unknown) according to the complainant, the guidewire coating detached inside the patient. The piece of coating was successfully retrieved. The procedure outcome is unknown. No patient injuries or complications were reported. The patient condition was reported to be "fine" at the conclusion of the procedure. Multiple attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.